Event description:
It was reported that an asymptomatic patient received a patient notifier for non sustained lead noise. Stored egm of non-sustained lead noise showed post-paced t-wave oversensing on the ventricular lead. Reprogramming was recommended. Device remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.